Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they were going to have an MRI done to back up the stimulation a little bit. Patient met with a person and the person tried to set it up and it kept stinging them so bad that before they even got home they had to shut it off and they haven't had it on since several months. Agent confirmed the patient felt shocking sensations. Patient called and asked what to do and they went down and talked to him and they thought maybe they needed to have the battery removed and replaced or something but they said it was fine. Patient was going to do an MRI and they did an x ray to see if the paddle was still in place in their back because they were having so much pain and everything and they told them it was. Patient's primary doctor ordered an MRI but they told the patient everything would have to be charged up so that they could see that the stimulator was off when they put them in the MRI. Patient charged the main piece and put the paddle and they could not charge the paddle. Patient has tried for about a week now and tried everything they know what to do and it will not say no device found. Agent asked if it was an increase of stimulation or shocking and patient said yes, it was shocking just like it was again before and it was just intense that they couldn't stand to have it on. Patient used both of the options and both of them did the same thing. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Agent had patient re insert the battery and confirmed green light was blinking on the controller. Patient then connected recharger and confirmed recharging excellent and the person as in the red. The issue was resolved through troubleshooting.